Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "loose contact, unreliable image" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical review, it is therefore concluded that the most likely cause of the error described is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the 8404hx d-blade video laryngoscope has a loose connection and does not reliably display the image during intubation. Loose contact, replacement device used. No negative impact in state of health reported.